Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery treating the left olecranon. After temporary plate fixation, the surgeon decided to bend the plate. The surgeon attempted to bend the plate at the proximal end of the olecranon, but the plate broke off at the hole for the k-wire. The surgeon used another olecranon 2-hole plate and completed the procedure. Since bending of the plate was performed on the instrument stand, there was no possibility that the fragment of the plate remained in the body. The surgery was completed successfully with no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the va-lcp prox olecr pl 2.7/3.5 le 2ho l73 was broken from one of the k wire holes. The broken fragment was still attached to the main body of the plate. The observed condition of the device indicates it was caused by exposure to excessive force applied to an unintended area. Since the bending marks are not in the notch area and, according to the event description, the potential cause of this malfunction can be traced to the user. According to the surgical technique va lcp olecranon plates 2.7 3.5 se_880789 rev. Aa the following instructions are mentioned. Bend plate: due to varying patient anatomy, slight plate bending may be necessary. Use the bending pliers to contour the plate around the axis of the undercuts. Use the bending pliers for clavicular plates or the bending press to contour the plate around the axis of the reconstruction notches. Precautions: contour the plate precisely at the level of the undercuts to avoid deformation of the plate holes. Contour the plate precisely at the level of the reconstruction notches to avoid deformation of the plate holes. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the va-lcp prox olecr pl 2.7/3.5 le 2ho l73 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to user, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part#04.107.102s. Lot # 69047p7. Manufacturing site: werk selzach logistik. Manufacturing date: 29.may.2025. Expiration date: 01.may.2035. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.